Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5146264) on 18-oct-2023. The most recent information was received on 14-nov-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("in left fallopian tube essure is broken in half") and embedded device ("second part of essure not in fallopian tube it's in uterus wall") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 3900 days after essure insertion, she experienced device breakage (seriousness criteria hospitalisation, medically important and intervention required), embedded device (seriousness criterion medically important), heavy menstrual bleeding ("very heavy periods"), menstruation irregular ("irregular menstrual cycle"), migraine ("migraines"), abdominal pain ("abdominal pain"), peripheral swelling ("swollen legs") and mood swings ("mood swings") and was found to have weight increased ("gained weight"). Essure was removed the same day. The patient was treated with surgery (salpingectomy, left essure removal, right essure was not in tube). No causality assessment was received for essure with regard to device breakage, embedded device, menstruation irregular, heavy menstrual bleeding, migraine, weight increased, abdominal pain, peripheral swelling or mood swings. Had surgery to remove my left fallopian tube as essure is broken in half, second part of essure is not in my other fallopian tube it's in my uterus wall, irregular menstrual cycle very heavy periods, migraines, gained weight, abdominal pain, swollen legs, mood swings etc. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority food and drug administration (reference number: mw5146264) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("in left fallopian tube essure is broken in half") and embedded device ("second part of essure not in fallopian tube it's in uterus wall") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 3900 days after essure insertion, she experienced device breakage (seriousness criteria hospitalisation, medically important and intervention required), embedded device (seriousness criterion medically important), heavy menstrual bleeding ("very heavy periods"), menstruation irregular ("irregular menstrual cycle"), migraine ("migraines"), abdominal pain ("abdominal pain"), peripheral swelling ("swollen legs") and mood swings ("mood swings") and was found to have weight increased ("gained weight"). Essure was removed the same day. The patient was treated with surgery (salpingectomy, left essure removal, right essure was not in tube). No causality assessment was received for essure with regard to device breakage, embedded device, menstruation irregular, heavy menstrual bleeding, migraine, weight increased, abdominal pain, peripheral swelling or mood swings. Had surgery to remove my left fallopian tube as essure is broken in half, second part of essure is not in my other fallopian tube it's in my uterus wall, irregular menstrual cycle very heavy periods, migraines, gained weight, abdominal pain, swollen legs, mood swings etc. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: no new information. (B)(6) 2023: no new information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.